Event description:
It was reported that atrial impedance was less than 200 ohms in the bipolar configuration. Sensing had diminished from 2.5 mv to 0.2 mv. Pulse amplitude was 2.6 v and the pulse current 32.6 ma. After the atrial polarity was changed to unipolar, lead impedance was still less than 200 ohms, but the pulse current was 12.4 ma, and sensing 3 mv. Capture was at 0.75 v.

Manufacturer narrative:
Na